Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented remotely via merlin.net transmission. Intermittent noise caused noise reversion episodes and some high ventricular rate episodes on the right ventricular lead. The patient felt dizzy when lifting their arm, this was correlated to the times noise was observed on the lead. The patient presented in clinic on (B)(6) 2017 where the device was reprogrammed. The patient was stable after reprogramming and would continue to be monitored.